Manufacturer narrative:
H.10: as reported in the event description, the evo was also tested with a roller pump and the stop link function worked properly. Therefore the issue has been addressed to a failure of cp5 panel which was inspected at livanova japan. The issue couldn't be reproduced, however the processor board of the cp5 control panel was replaced. Complaints database review was performed and no further issue has been submitted for this unit since its manufacturing date in 2018. Based on above facts, it cannot be ruled out that the root cause of the reported event (communication issue) can be traced back to an intermittent electrical failure of the processor board.

Event description:
See initial report.

Event description:
Livanova received report that during setup it was confirmed that the evo clamp did not work when the rotation of cp5 stopped. Reportedly, the evo did not close and the link worked when using a roller pump instead of a centrifugal pump cp5. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative tested the device and could not reproduce the reported issue. It was reported that the evo was configured correctly at the time of the event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.